Event description:
It was reported that the right ventricular (rv) pace/sense lead had high impedances. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 201. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. A proximal portion was received measuring 7 cm. A medial portion was received measuring 15.5cm. A distal portion was received measuring 32.5 cm.